Event description:
The patient's leads were explanted and replaced which restored effective stimulation. The patient's issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads from the same lot number. It was reported the patient has lost stimulation due to lead migration. Surgical intervention is planned to address the issue.